Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response button non functional) was confirmed. Upon investigation, the rear response button was not functional. The cause for the failure was that the rear response cover was loose/lifted and the button cable was damaged. The root cause of the loose cover and damaged cable was physical abuse. There was no adverse event that resulted from the damaged response button.

Event description:
A us distributor reported that a monitor's response buttons were not functioning.